Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature titled ¿the latest lessons learned from retrieval analyses of ultra-high molecular weight polyethylene, metal-on-metal, and alternative bearing total disc replacements¿ that fifty patients were included in the analysis. In 2 cases, the rim impingement generated ti debris and caused third-body wear of the pcu core with substantial height loss.